Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing and the floor was found to be damp and upon inspection found that the tubing was leaking. The rn replaced the tubing and resumed the dextrose infusion. Approximately 1 hour later, a different rn was attempting to titrate the medication per study guidelines when the pump became "frozen" and the rn was unable to change the rate or turn the pump off. The rn removed the tubing from the pump, the pump alarmed and continued to alarm in a frozen position until clinical engineering came to retrieve the pump. This, in turn, caused a slight alteration to the study routine. The dextrose was not reduced timely and a blood draw was missed due to the time lost in replacing the pump. The customer reported that the patient was not harmed and that there were no additional tests required as a result of the delay.